Manufacturer narrative:
A ge service representative performed an on site investigation. The gpos and rtos cpu assemblies were evaluated and replaced. The system software and calibrations were evaluated and reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The fse reported that the system failed to hold the time and date properly. Additional info was received from the fse indicating that the system was intermittently failing to boot to a usable state. No pt serious injury or death was reported related to this event.